Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (unable to prime) issue.there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 07/18/2017. The device has been returned and evaluated by product analysis on 06/21/2017 with the following findings. Review of the black box data revealed multiple loss of prime warnings (161) with low non-zero force. On investigation, the pump was exercised for 24 hours without any loss of prime occurring. The force sensor was evaluated and found to be within required specifications. (B)(4).